Event description:
A consumer reported that patient experienced ketoacidosis while using a one touch meter. In 2001, patient experienced vomiting and had blood glucose results in the low 30s on the ot meter. The next day, patient blood glucose readings on the ot meter were also low. Patient vomited twice and was taken to emergency room. Patient blood glucose was 600mg/dl on hospital meter. Patient was admitted to hospital with hyperglycemia and ketoacidosis.